Event description:
Dealer called in and stated that consumer reported that the frame was allegedly bent. He acknowledged consumer has reported issues in the past that were not defects. Dealer had not seen the rollator just called in to get warranty period.